Event description:
A home pt reported three cassette leaks (event dates unk) during priming. Technical service was not contacted. The home pt does not use any type of sharp object to open the case or cassette packaging. There was no damage noted to either the case or packaging. All of the pt's supplies are kept in a closed bedroom, in which animals do not have access to. The home pt completed therapy by starting over with new supplies. No pt injury or medical intervention was associated with this report per the home pt.